Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is pending. A follow up MDR will be submitted with the investigation conclusion.

Event description:
They checked that mass location was tail of pancreas before the procedure. They advanced echo-19 to ipmn (cyst lesion) in through the scope. They moved the number in the safety ring window "0" after finish the cyst fluid collection procedure. And then when they want to remove the needle from the endoscope, the needle could not be separated from the endoscope accessory channel metal valve. They removed the endoscope from the patient's body with the needle mounted inside the endoscope.

Manufacturer narrative:
(B)(4). Exemption number: e2016031 (B)(4) this report was submitted as FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿proximal needle breakage¿. However based on additional information received "I checked your question from user. They cut part of sheath near the handle for the needle removal.". The failure mode recorded that address's the issue of the sheath cannot be easily withdrawn from scope is not a reportable malfunction and as such this report is re-assessed and does not meet the reporting criteria of a malfunction.

Event description:
This report was submitted as FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿proximal needle breakage¿. However based on additional information received "I checked your question from user. They cut part of sheath near the handle for the needle removal.". The failure mode recorded that address's the issue of the sheath cannot be easily withdrawn from scope is not a reportable malfunction and as such this report is re-assessed and does not meet the reporting criteria of a malfunction. Description submitted: they checked that mass location was tail of pancreas before the procedure. They advanced echo-19 to ipmn(cyst lesion) in through the scope. They moved the number in the safety ring window "0" after finish the cyst fruid collection procedure. And then when they want to remove the needle from the endoscope, the needle could not be separated from the endoscope accessory channel metal valve. They removed the endoscope from the patient's body with the needle mounted inside the endoscope.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Device has been returned and evaluated, however additional information is required to complete investigation. A follow up MDR will be submitted on completion of investigation.

Event description:
Device has been returned and evaluated, however additional information is required to complete investigation. A follow up MDR will be submitted on completion of investigation. They checked that mass location was tail of pancreas before the procedure. They advanced echo-19 to ipmn(cyst lesion) in through the scope. They moved the number in the safety ring window "0" after finish the cyst fruid collection procedure. And then when they want to remove the needle from the endoscope, the needle could not be separated from the endoscope accessory channel metal valve. They removed the endoscope from the patient's body with the needle mounted inside the endoscope.